Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke inside of the instrument, and another needle could not be loaded. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-12990, serial/batch number (B)(6), was received for investigation. Visual inspection noted that a needle was returned stuck inside the device. Functional testing could not be performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle, thus breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.